Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure with fragment still retained in claimant¿s uterus') in an adult female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stomach pain, pelvic discomfort and paraesthesia lower limb. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic pain"), fatigue ("chronic fatigue"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure coils under fluoroscopy). At the time of the report, the device breakage, pelvic pain, fatigue, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, device breakage, fatigue and pelvic pain to be related to essure (ess205). The reporter commented: 2-8 coils being exposed at the time of deployment. The coils bilaterally were very superficial and could be seen through the serosa of the fallopian tube, making a concern for possible extraluminal placement bilaterally. Once the fallopian tubes and essure coils were removed, fluoroscopy showed a very small fragment on the left side. After attempts to remove this, it was left in place when the attempts were unsuccessful. On the left side, there was some difficulty removing the portion of the coil that was in the cornual region as scarring was encountered. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 06-mar-2017: benign fallopian tubes with benign paratubal cyst of one tube.. Batch number: 624001 manufacture date: 2007-03 expiration date: 2009-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure with fragment still retained in claimant¿s uterus') in an adult female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stomach pain, pelvic discomfort and paraesthesia lower limb. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("painpelvic pain"), fatigue ("chronic fatigue"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure coils under fluoroscopy). At the time of the report, the device breakage, pelvic pain, fatigue, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, device breakage, fatigue and pelvic pain to be related to essure (ess205). The reporter commented: 2-8 coils being exposed at the time of deployment. The coils bilaterally were very superficial and could be seen through the serosa of the fallopian tube, making a concern for possible extraluminal placement bilaterally. Once the fallopian tubes and essure coils were removed, fluoroscopy showed a very small fragment on the left side. After attempts to remove this, it was left in place when the attempts were unsuccessful.on the left side, there was some difficulty removing the portion of the coil that was in the cornual region as scarring was encountered. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: benign fallopian tubes with benign paratubal cyst of one tube. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.